Event description:
It was reported that a system advisory message occurred. No patient injury was reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. No product information has been provided to date.

Manufacturer narrative:
Device evaluation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Device evaluation: the device was returned for investigation. Visual inspection and functional test were performed. The customer reported problem was not related to any previous repair. The device was received with missing plunger case seal and bottom case cracked by l-bracket. There was evidence of the issue recorded in the event history log. The reported complaint was not verified. The investigation was unable to determine the intermittent of the error; no damage to speaker was found. The speaker was replaced as a preventative measure. No fault was found with the device. The root cause was undetermined/unknown. The product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history record review was not performed. Service history review identified this device has not been in for service previously. This remediation MDR was generated under protocol (B)(4)., as a result of warning letter cms# (B)(4).